Event description:
The international distributor reported the unit was unable to open the exhalation autozero solenoid during testing of the ventilator. If the solenoid malfunctions and cannot open, pressure transducer autozeroing cannot be performed and affects the accuracy of the system pressure measurement. The ventilator was not in use on a patient at the time of the reported failure, therefore there was no patient involvement or harm. The 3 station solenoid was replaced to correct the finding. Performance verification and extended self testing (est) was completed and passed to operating specifications.